Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in two pieces. A break at the distal end of the fiber body was observed. It is likely that the procedural handling contributed to the broken fiber. Microscopic inspection of the tip indicated it had normal degradation. During functional testing, the fiber was connected to the console, and the aiming beam was seen exiting the break location was bright and round. Additionally, the console displayed an error message indicating error #67: fiber expired, connect new fiber and resume operation. Therefore, the reported event of the laser light was unable to radiate, and an error message displayed is confirmed. The device history record (DHR) confirmed that the fiber met all material, assembly and performance specifications. According to the device instructions for use (IFU), avoid bending the fiber above the maximum bending radius (refer to specifications section), as it may lead to energy loss and damage to the endoscope. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during transurethral lithotripsy (tul) procedure, the laser light was unable to radiate, and an error message displayed indicating to check the debris shield. The procedure was completed after replacing the debris shield and the fiber without patient complications. Analysis of the returned fiber identified fiber body break.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in two pieces. A break at the distal end of the fiber body was observed. It is likely that the procedural handling contributed to the broken fiber. Microscopic inspection of the tip indicated it had normal degradation. During functional testing, the fiber was connected to the console, and the aiming beam was seen exiting the break location was bright and round. Additionally, the console displayed an error message indicating error #67: fiber expired, connect new fiber and resume operation. Therefore, the reported event of the laser light was unable to radiate, and an error message displayed is confirmed. The device history record (DHR) confirmed that the fiber met all material, assembly and performance specifications. According to the device instructions for use (IFU), avoid bending the fiber above the maximum bending radius (refer to specifications section), as it may lead to energy loss and damage to the endoscope. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during transurethral lithotripsy (tul) procedure, the laser light was unable to radiate, and an error message displayed indicating to check the debris shield. The procedure was completed after replacing the debris shield and the fiber without patient complications. Analysis of the returned fiber identified fiber body break.